Event description:
It was reported that the lead integrity alert triggered several times. The clinic confirmed that interrogation of the device showed no capture in the left ventricular (lv) lead. The lv lead has been turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.